Manufacturer narrative:
No device associated with this report was received for examination. Provided photographs reveal evidence of device disassociation. Review of patient radiographs confirm patellar implant disassociation. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Evidence suggests there is patellar tilt and disassociation of the polyethylene of the patellar component. The x-ray markers are improperly aligned suggestive of rotation. No evidence was found indicating product error was a contributing factor and he need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address dissassocation.